Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes internal midface distractor/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510k number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s facility address and phone number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hariri f et al (2017). Crouzon syndrome: a case series of craniomaxillofacial distraction osteogenesis for functional rehabilitation. Journal of oral and maxillofacial surgery. Volume 76. Issue 3. Pages 646.e1-646.e12. (Malaysia) this report presents a case series of pediatric patients with crouzon syndrome who underwent craniomaxillofacial distraction osteogenesis (do) to manage functional deficiencies, with the focus on surgical indications, choice of device, and the distraction protocol and its associated complications. Six (6) pediatric patients with crouzon syndrome who underwent distraction osteogenesis were included in the study. There were 3 boys and 3 girls with an age range of 8 months to 6 years old at the time of the operation. Four (4) patients with severe structural deficiency were implanted with a combination of an unknown synthes bilateral internal midface devices and an unknown synthes rigid external device. One patient with moderate functional discrepancies was implanted with an unknown synthes bilateral internal midface distractors. One patient who presented only with signs of a potential progressive increase in intracranial pressure (icp), posterior cranial vault expansion was implanted with an unknown synthes internal distractors. The activation rate was 1 mm per day and the mean skeletal advancement was 16.1 mm (distraction range, 10 to 27 mm), with a mean consolidation period of 24 weeks (12 to 48 weeks). Mean follow-up was 31.7 months (range, 13 to 48 months). Complications were reported as follows: a (B)(6) patient who underwent monobloc distraction osteogenesis (do) with a combination of an unknown synthes bilateral internal midface devices and an unknown synthes rigid external device had lateral rectus impingement and cerebrospinal fluid leak. The patient developed postoperative csf rhinorrhea for 2 weeks and was conservatively treated with a decreased activation rate, antibiotics, and neurologic monitoring. Patient also developed an unusual exodeviation of the right eye with associated abduction during the activation phase secondary to direct impingement of the lateral orbital wall on the lateral rectus muscle. The bony impingement was successfully relieved by a lateral bony osteotomy, resulting in resolution of the residual proptosis and free lateral ocular movement. A (B)(6) patient who underwent monobloc distraction osteogenesis (do) with a combination of an unknown synthes bilateral internal midface devices and an unknown synthes rigid external device had restricted movement of maxilla. Patient was treated with secondary osteotomy for pterygomaxillary disjunction. Patient remained on the tracheostomy owing to an unsatisfactory nasopharyngeal opening and is currently undergoing further surgical planning at a later stage. An (B)(6) patient who underwent monobloc distraction osteogenesis (do) with a combination of an unknown synthes bilateral internal midface devices and an unknown synthes rigid external device had loose temporal stabilizing pins of the external device. Patient was treated with customized headgear for fixation of external stabilizing pins. A (B)(6) patient who underwent posterior cranial vault distraction osteogenesis (do) with an unknown synthes internal distractors had local wound infection. Patient was treated with wound dressing and antibiotic prescription. This report is for a (B)(6) patient who underwent posterior cranial vault distraction osteogenesis (do) with an unknown synthes internal distractors had local wound infection. This report is for an unknown synthes internal midface distractor. This is report 2 of 2 for (B)(4).